Event description:
No energy delivered to robotic monopolar device via the energy cable. This is the second cable from the manufactuer that has failed to function properly, in the last several weeks. The staff firmly believe the failure is due to a design flaw.======================manufacturer response for energy source cable, energy activation cable, valleylab (per site reporter)======================the informal response from the engineer and the sales rep is that it is "user error".